Event description:
It was reported that a revision surgery was performed to address a mobi-c prosthesis that was stuck/not moving. The prosthesis was removed and replaced with a fusion cage and plate.

Manufacturer narrative:
Based on the lot number of a returned subcomponent, the product may have one of the following identities: part: mb2794 lot: l082474 UDI: (B)(4). H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in d1, d4: catalog & lot numbers, d9, and h3. Additional information in d4: UDI number, h4, and h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no damage to the device. A functional inspection could not be performed due to the peek cartridge and post not being returned as well. An image of the explanted device and tissue were provided and the surgeon mentioned some black tissue was formed around the device and had stuck the plates together. Medical images were not provided and the implant binding in the patient could not be confirmed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a mobi-c prosthesis that was stuck/not moving. The prosthesis was removed and replaced with a fusion cage and plate.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. G4: this device is not cleared for use in or marketed within the us, however it is a similar product to those cleared by p110009 under product code mjo. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.